Event description:
It was reported that following an uneventful insertion of the iab, the nurse noted several pump helium alarms and blood was seen in the helium tubing. The iab was removed and replaced without any complications.